Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of the device for infusion, the tubing of the infusion device caught on the patient clothing which resulted in the adhesive portion of the set detaching from the patient's skin. Patient reported that their blood glucose levels were not affected.